Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. A 2.75 x 15 mm xience v stent delivery system (sds) was advanced to the lesion but it could not cross. The device was removed without resistance and an unknown balloon catheter was used to pre-dilate the lesion. When the same xience v sds was being loaded on the guide wire it was noted that the stent implant was no longer on the balloon. It was unknown when the stent dislodged. The stent could not be found outside or inside the patient. The procedure was completed by deploying an unknown stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.